Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician attempted to seat the df4 lead into the device header several times. Upon testing through the programmer, the lead resistance was noted at 3000 ohms and greater than 200 ohms. The physician then reseated the lead with difficulty and got a higher than expected resistance and no pacing capture. The lead was checked under fluoroscopy and it looked the same as previously noted. The lead was then removed from the device and checked with the analyzer where normal threshold, resistance, and sensing was confirmed. At this point the physician decided that they could not trust this device as a header issue was suspected. The device was not used. A different device was implanted instead which was connected and implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.